Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The shock impedance had temporarily increased to 103 ohms but settled at 80 ohms. An x-ray was done to check the system placement. Technical services advised some programming options. Later, the patient wanted the system explanted. The doctor has now explanted the pulse generator and electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to t-wave oversensing. The shock impedance had temporarily increased to 103 ohms but settled at 80 ohms. An x-ray was done to check the system placement. Technical services advised some programming options. Later, the patient wanted the system explanted. The doctor has now explanted the pulse generator and electrode. There were no additional adverse patient effects.